Manufacturer narrative:
Per follow-up with the subsidiary service supervisor (ss) on 28-jun-2016: they calibrated with the gas line disconnected from the oxygenator, they did attempt a second calibration, they did not use the local control knobs during calibration, flow meter is attached but did not check rate, and calibration was performed 15 minutes after start-up, before the case was started. Ss also informed the investigator that they received the six month preventative maintenance kit and basically the oxygen (o2) sensor rectified the problem. The supervisor confirmed that electronic patient gas system (epgs) is working now. No part will be returned to manufacturer for evaluation. The service history of the epgs suggests that it was not sent for reconditioning since it was sent to manufacturer subsidiary in 2006. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information: the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor would not calibrate on the electronic patient gas system (epgs). As a result, an alternate device was employed. No other details regarding the nature of this event were provided.